Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. No cosmetic damage found.

Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 215 mg/dl. Troubleshooting was performed. Insulin did exit and the insulin pump alarmed no delivery. Air bubbles were in the tubing. Advised that the insulin pump will be replaced. Nothing further reported.